Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 30-40 mg/dl. Customer's spouse assisted by providing customer food to address bg. Customer did not know cause of low bg. Customer also reported pump battery gauge was fluctuating. Customer's blood glucose was 291 mg/dl.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not entered into the pump by the user and no low bg was observed by the continuous glucose monitor. User made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. Complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.